Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "constant false downstream occlusion alarm" was unable to be reproduced. Downstream testing could not be performed due to an unrelated issue. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream current values out of specification. The force sensor no-tube requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly alarmed false downstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.